Event description:
Customer reported a past issue with insulin delivery when they did not see drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, and successfully resumed insulin therapy.